Manufacturer narrative:
(B)(4). The device was manufactured in 1996. The device was not returned; therefore, a device evaluation could not be conducted. A service history review revealed no previous service events that were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice was not working. The specific issue was not reported. It was not specified when in the therapy this occurred. It is unknown if the patient was connected at the time of the event. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.